Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer replaced both sample probes. He performed system checks and tested a sample in duplicate with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable tina-quant hemoglobin a1c gen.3 results for two patients tested on a cobas c513 module. The patient's initial results were reported outside the laboratory. The customer performed repeat testing with the samples. On (B)(6) 2021 and at 10:28, sample identifier (B)(6) had an initial hba1c result of 155.7 mmol/mol. On (B)(6) 2021 and at 13:13, sample identifier (B)(6) had a repeat hba1c result of 36.1 mmol/mol. On (B)(6) 2021 and at 13:33, sample identifier (B)(6) had an initial hba1c result of 35.9 mmol/mol. On (B)(6) 2021 and at 17:49, sample identifier (B)(6) had an initial hba1c result of 440 mmol/mol. On (B)(6) 2021 and at 11:15, sample identifier (B)(6) had a repeat hba1c result of 39.7 mmol/mol. The customer determined the repeat results were correct and corrected reports were provided. The hba1c reagent lot number and expiration date were requested but not provided.